Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Two implant dates were provided; however, it was not specified which products are related. Implant dates: (B)(6), 2007; (B)(6), 2008.